Event description:
It was reported that bd micro-fine¿+ pen needles experienced 2 cases of being unable to detach the pen needle, and 1 case of the cannula breaking off. The following information was provided by the initial reporter: this is a report about the inability to detach pen needle from pen upon recapping. As the customer stated, the outer cover was quite loose and could not be detached from the pen.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd micro-fine¿+ pen needles experienced 2 cases of being unable to detach the pen needle, and 1 case of the cannula breaking off. The following information was provided by the initial reporter: this is a report about the inability to detach pen needle from pen upon recapping. As the customer stated, the outer cover was quite loose and could not be detached from the pen.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 22-feb-2022. H.6. Investigation: two open 31g x 5mm pen needle samples and five photos were returned from an unknown lot no., cat. No. 320129. A functionality test was carried out on the returned samples as per q-sop-183-dl and a loose hub in cover on both samples was observed. See attached data collection form. No DHR review can be carried out as lot number is unknown. This issue was caused by an interference fit between the hub and cover.